Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, no actionable errors located in logs, but cosmetic damage was found to the front enclosure and the universal porting block. After replacement of necessary parts, device was sent for testing. Device failed the check obm (oxygen blending module)-trilogy leak test step during testing. The device's blower was replaced to address the issue. Device passed full test.